Event description:
It was reported that the patient had not been feeling well. Upon interrogation the device was found to have had a power on reset. The device parameters were reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a power on reset (por) occurred. A critical ram parity error occurred on (B)(6) 2010. The por severity is low and the device should be able to fully recover after the reset.